Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 11-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer inspected the device and resolved the issue by performing a hard shutdown, reseating the network cable on wall and at comm sled, and confirming the medstation was online and communicating through remote smart service (rss). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and went offline on remote support service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.